Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for left atrial flutter with a carto vizigo¿ 8.5f bi-directional guiding sheath and a bleeding issue occurred. In the initial report, the manufacture address was erroneously reported as 31 technology dr. Irvine,ca 92618. The correct address is 33 technology dr. Irvine, ca 92618. Section d3 and g1 of this report have been updated. Manufacture ref no:(B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. On 4/4/2019, a manufacturing record evaluation was performed for the finished device and no internal actions related to this complaint were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for left atrial flutter with a carto vizigo¿ 8.5f bi-directional guiding sheath and a bleeding issue occurred. The sheath was bleeding back from the valve. The caller stated that the issue did not interfere with the case. There was no resistance or difficulty during insertion or removal of the catheter and there was no partial or total detachment. No adverse patient consequences were reported. The customer indicated they did not notice physical damage to neither the hemostatic valve nor the brim cap. The observed bleeding issue has been assessed as MDR reportable .